Event description:
It was reported that the catheter was placed into an obese pt, and air was noted in the aspirate. A chest x-ray showed that the catheter was perpendicular and sticking straight into the lung. The physician speculates that as the pt's lung expanded, it was punctured by the catheter. He admitted that he previously had used another MFR's product and was not familiar with the arrow design.